Event description:
Failure to osseointegrate.

Manufacturer narrative:
The material number has been updated, which is reflected in this follow up report.

Event description:
Failure to osseointegrate (B)(6) 2025 15:23:25 cet (5020981). The material number has been updated, which is reflected in this follow up report.